Manufacturer narrative:
(B)(4). Date sent: 06/25/2021. D4: batch # u5a959. H6: component code = mechanical (g04). Device analysis: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the cdh29a device arrived with no apparent damage. The breakaway washer uncut and indented and there was no staples present. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. The event reported was confirmed and it is related an improper use of the device. The condition of the washer indicates that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. Before firing the device the orange indicator should be fully within the green range of the gap setting scale and the safety should not be released prior to firing. Also, if the firing sequence is not fully completed (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 04/30/2021. H11: corrected data = h10. Additional information was omitted on previous report. Additional information was requested, and the following was received: 1. Could you please provide more details for "did not staple. The device staples are seen fully open in the tissue? R: yes, the staples were fully visible in the tissue. 2. Were the staples deployed into the tissue? R: yes, the staples were completely open on the tissue 3. Was the staple line complete? R: no, the staple line was not made, the staples did not close in the shape of a b and were loose in the tissu. 4. Were there any staples missing from the staple line? R: I don't really know if there was a lack of staples because the line of staples was not visible in the tissue. All staples are on the tissue and were displayed open or loose in the tissue. 5. What was the shape of the staples (b-formation, irregular, legs straight)? R: legs straight. The staples were not closed in a b shape, they were loose on the tissue. 6. Were the staples seen in the surgical field? R: yes, they looked completely open in the surgical field on the tissue.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that when we fired the cdh29a 29 mm circular stapler and it was evident that it cut but did not staple. The device staples are seen fully open in the tissue. The surgery was delayed by 30-minutes. They opened a new device. The surgery was successfully completed with no fragments generated or patient consequences.